Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened esc button dome switch. No unlocked lcd keypad connector noted. Device passed operating currents, self-test, a21 error test and displacement test. No unexpected failed battery test alarm noted during testing. Device had cracked battery tube threads. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had button issues, insulin pump¿s buttons were slightly harder to push, rejection of new batteries was happened in the past, cracks or hairline fractures around the battery area. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.